Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher sensor scan reading by an adc device compared to an unspecified reading obtained on a built-in adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as dizziness and weakness and self-treated by consuming coca-cola and dextrose for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 6.6 mmol/l was compared to an built-in adc meter result of 3.6 mmol/l. The length of sensor wear was for 1 day. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.